Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2016 a avenir müller, stem, standard, uncemented, ha, 5, taper 12/14 should be implanted. It was also reported: "surgeon rasped up to particular stem size that was deemed appropriate for the patient, based on x-ray templating and intraoperative trial. Upon implanting the stem, the surgeon found that the stem had subsided 3-4mm below the trial¿s level. The stem was subsequently pulled and the surgeon was forced to broach up to the next size."

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per): event summary: a avenir müller stem, standard, uncemented, ha, size 5 (ref: (B)(4) lot: 2861003) has been received. The surgeon states that he rasped up to particular stem size that was deemed appropriate for the patient, based on x-ray templating and intraoperative trial. Upon implanting the stem, the surgeon found that the stem had subsided 3-4mm below the trial¿s level. The stem was subsequently pulled and the surgeon was forced to broach up to the next size. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis visual examination: only the avenir müller uncemented stem is available. The rasp has not been returned. The stem is in good shape. Besides some signs of usage e.g at the upper and lower body of the stem the reported item shows no imperfections or deteriorations. Measurements: to ensure the avenir müller stem, standard, uncemented, ha, size 5 (ref: (B)(4), lot: 2861003) has correct dimensions, the relevant characteristic according to the inspection plan were measured and it can be confirmed and the stem has the correct dimensions, and the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of product documentation: the surgical technique for the avenir hip system (lit.no. 06.02448.012 ¿ ed. 2013-09) states on page 8: ¿the modular rasp serves as a test prosthesis. The trial neck is positioned onto the rasp either by hand or using the trial neck-holder.¿ this means no test stem is applied. The reported event does not state clearly whether a trial rasp or a stem has been used as a test prosthesis. Root cause analysis root cause determination using dfmea: malfunctioning of the device due to wrong handling of device due to wrong information => not possible: as all relevant information can be found in the IFU d011500294 chapter "instruction for use" or in the surgical technique 06.02448.012. Aseptic loosening migration of stem short and long term due to wrong handling of the stem, splitting of femur due to surgeon does not comply to surgical technique (early stability) => possible: as no information about the specific handling of the device was provided. The final location of the implant in comparison to the rasp (trial) is depended on different factors. Potential causes can be: quality of surgery planning. Op technique. Bone quality of patient. Surgical access. Conclusion summary: based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. It remains unclear why the stem migrated too far into the bone. As the used rasp wasn't sent back for further investigation, it stays unclear whether the correct rasp size has been used and if the used rasp has the correct dimensions. The event description does not describe exactly which instrument was used as a trial. If a stem would have been used for the trials, then the surgical technique, which pretends the rasp only should be used as trial prosthesis, was not followed correctly. The placement and removal of a stem as trial might have enlarged the cavity and as a result the definitive implant sank too deep into the femur during impaction. Further the final location of the implant in comparison to the rasp (trial) is depended on different factors. Potential causes can be: quality of surgery planning. Op technique (rasping). Bone quality of patient. Surgical access. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).